Event description:
The reporter contacted animas on (B)(6) 2012 reporting that there were air bubbles in the cartridge and tubing. The patient's blood glucose was 398mg/dl with no sign or symptoms. This does not meet animas' criteria for an adverse event. During troubleshooting, the patient stated he was equalizing pressure in the insulin bottle. The patient confirmed he was using correct technique but unsure if the needle was tightened and the luer lock connection to cartridge. This report is made based on the allegation of air bubbles in cartridge.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas. The returned cartridges passed the visual inspection and leak test. No damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.